Manufacturer narrative:
The reported complaint was not verifiable. Diligence was unsuccessful for additional information. No device was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer reported that when they try to select an option the cursor would move. After calibrating the ccm the issue was still present. (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the touch screen of the central control monitor (ccm) was defective. The surgery was completed successfully. There was no delay, no blood loss, nor adverse event reported to the patient.

Event description:
Per clinical review: the customer had an advanced perfusion system 1 (aps1) that had not been used clinically in over a year. The date of the incidents were unknown, and just a year was given on the occurrence 2015 possibly 2016 on this incident. The information that was available to the manufacturer was very scarce, even after numerous attempts to gather more information. There was not a trained individual performing maintenance or preventive maintenance on the aps1 and its components. The user facility biomedical engineer (biomed) was performing any procedure that needed done on the aps1. During bypass in either 2015 or 2016, the team realized that they were having a calibration issue with the central control monitor (ccm) screen. When trying to select an option on the ccm, the cursor would move. They did not change the ccm, nor heart lung machine (hlm) out for that procedure and continued using it throughout the case. There was no delay in the surgical procedure, nor harm or blood loss. The team had calibrated it with help from the manufacturer's technical support in the past, but the problem was still persistent.